Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that upon release, the rvlp became dislodged and migrated to the left pulmonary artery. The rvlp was retrieved, and the helix was stretched in the process. The physician elected to complete the procedure without a replacement. There were no patient consequences before, during, or after the procedure.